Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2015 with the following findings:during testing, all the keypad buttons were under responsive. The keypad cover was removed and evidence of contamination was found under all key contacts. The display screen was dim and discolored. In addition to these issues, the keypad cover was returned lifting. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with evidence of contamination under key contacts and a display issue. This report is made based on results of investigation completed on 11/11/2015.